Manufacturer narrative:
Plant investigation: the reported symptom (fluid leaking) was not confirmed. The reference symptom (air detected in cassette warning) found in the alarm history records was not confirmed during the treatment. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check passed. The system air leak test passed. The valve actuation test passed. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis patient contact that a air detected in cassette warning during drain 3 of 3 of the peritoneal dialysis treatment. The patient¿s contact stated all connections were secure but air was observed in the tubing. The patient contact stated that when removing the cassette fluid was observed leaking from the cassette door. The patient was advised to discontinue use of the cycler and to notify the peritoneal dialysis nurse. It was indicated that the patient would complete treatment with continuous ambulatory peritoneal dialysis. Follow-up with the patient indicates that the patient was already on antibiotics due to a recent hospitalization for pneumonia. The patient did not miss any treatments and the patient resumed treatment on a replacement cycler.